Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported the trial had been put in the day prior and the patient was at 1.1 on the right side. The patient stated they had to turn it down because they thought they had nerve damage, so they turned it down but the stimulation kept turning off and not feeling it. At the hospital yesterday they had it up to 1.5 and that was too much and was painful so they turned it down to 1.1 when they had gotten home. They had pain where the wires came out of their back. The patient moved stimulation to the left side, turned the stimulation up to 1.2v and were going to try these settings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.